Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k 130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since (B)(6) 2016. Investigation: the device was not returned for evaluation but some pictures of the explanted access port have been forwarded. These pictures show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. X-ray pictures examination: the x-ray pictures show the migration of the catheter but they bring no information about the root cause of the incident. Conclusion: the rupture occured under the connection ring, 2 years after implantation. In view of the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage against the exit cannula which happened during the implantation procedure. It is worth noting that the f silicone catheter is a thin catheter. It should be manipulated with care. As a rare incident (complaint rate <(B)(4)%), no corrective action is envisaged. Note: due to it difficulties, encountered following the implementation of the new version of esubmittev3, this medwatch report was previously sent to the FDA via dhl on (B)(6) 2018.

Event description:
The patient has an access port that does not work and needs to be replaced. When taking x-ray pictures it was discovered that the catheter was not attached with the port. The port is inside the right heart chamber of the patient. The catheter has been detached where the metal connection of the port is. The catheter was removed from the heart by an intervention through the jugularis vein smoothly and a new port was implanted.